Event description:
A fire occurred at patient¿s home. Patient was home at the time of the fire. An oxygen concentrator and 5 oxygen e-cylinders were in the home. The fire department reported that neighbors heard some explosions prior to the fire being reported. The fire department found the patient deceased. The medical examiner reported the patient had smoke inhalation and post-mortem burns. An autopsy is pending.